Manufacturer narrative:
(B)(4) g2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial tka. Subsequently about 4.5 years later the patient had their polyethylene insert revised due to instability. The surgical technique was utilized; there was no surgical delay. Attempts have been made and no further information has been provided.